Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they went for an MRI about 8 months ago and had their controller with and controller was put into MRI mode, but once they got home they took the device out of MRI mode however pt could not adjust the settings. Pt said they hadn't been able to increase or decrease settings since as they would get settings not available. Pt said with their therapy they would increase intensity for a month or two and then gradually decrease - which seemed to work good - and then pt would increase intensity again once stim stopped working (pss understood pt would decrease to where was helping so would need to increase again), but now pt couldn't change their settings to do that. Pt tried talking to their healthcare provider (hcp), but hcp said they didn't deal with that. The patient was redirected to their healthcare provider to further address the issue. Pss emailed reps in pt's area.redirected caller: patient's hcp